Event description:
It was reported that the insulin gauge was static and inaccurate. Customer¿s blood glucose level was 300 mg/dl. Reportedly, customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.